Event description:
Procedure: colon resection. Reportedly, the surgeon used the device to seal the ileocolic artery 3 times. It is reported he overlapped the seals. No problems occurred during surgery. A few hours post operatively, the nursing staff called the surgeon to report a 3 gm drop in the pt's hematocrit level. The pt was returned to the o.r., where the sealed vessel was found to be leaking. The artery was repaired. Pt status is fine.